Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011.

Event description:
Health professional reported that after treatment with juvederm in the upper cheeks, the pt experienced pain, redness and a 3cm mass about a week later. Keflex and warm compress were prescribed to hasten the resolution of the symptoms. The pt was also prescribed septra and drainage to prevent worsening of the symptoms that may lead to permanent damage. Supplemental info received from the treating physician stated that there are 3 areas that are still draining and that they think there may be some infection and necrosis at the symptom sites. The physician also stated that the mass is atrophying.